Event description:
Underinfusing. It was not specified if this occurred while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports have been filed since the last baxter service event.